Manufacturer narrative:
On 09-dec-2015, a field service engineer (fse) visited the customer site and found that the hybrid arm cup pick up to main incubator was off. He aligned the in and out position of the incubator to the cup pick up on the hybrid arm. Checked the set screws on the incubator cam and checked the belt. After alignment insured screws for belt sensor tight, he ran a cup transfer evaluation 3 times. Upgraded software to 2.04. Since the instrument was shown to be performing as intended, no further additional activities were required by field service. The most probable cause of the reported event was the need to align the incubator for the cup transfer. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017, a customer reported error 4273: hybrid cup transfer z-axis home overrun with their aia-2000 analyzer. The customer was not able to run ck-mb and troponin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ck-mb and troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.